Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. Patient's mother described the reaction as red and itchy, located under the patch around the sensor. The affected area was treated with a cream prescribed by the patient's dermatologist on (B)(6) 2016, for a previous reaction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of skin reaction insertion could not be confirmed. A root cause could not be determined.